Manufacturer narrative:
Device evaluation: a visual inspection was conducted and the investigator could confirm that the array placed over one of the external flexures presented an imperfection called "baggy array". Functional testing was conducted, and the device failed the cia test. A leak test was conducted and did not find any leak. However, once the filters on the disposable were changed it started working as intended and passed all the tests. Hence, the complaint can be confirmed. This observation will be monitored and trended.

Manufacturer narrative:
D4: a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H3 other text : other

Event description:
It was reported that on (B)(6), a novasure procedure was performed and a second novasure device was pulled as the mesh on the array was identified as damaged in the first novasure device. The procedure was completed successfully with the second device. The patient had an anteverted uterus. No injury to the patient was reported. No additional information available.